Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. It was reported that the device did not work as expected. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the reload had an unknown failure. Another reload was used to resolve the issue in order to complete the case.  There was no patient injury. Medtronic's initial evaluation of the incident device found that the reload was partially fired with the interlock engaged. The jaws were open and the staple pushers were visible at the 4cm cut line indicating the point where the handle compression had stopped.